Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: 1.carto 3 system: model #: m-4800-01; serial #: (B)(4). 2.smartablate generator: model #: m-4900-07; serial #: (B)(4). 3.smartablate pump model #: m-4900-08;: serial #: (B)(4). 4.ez steer coronary sinus catheter: model #: d-1263-05-s; lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a vessel perforation which required a balloon angioplasty, the patient later expired. The patient's medical history is unknown. During the procedure, an abdominal aneurism rupture was noticed as the patient complained of abdominal pain and the patient's blood pressure dropped. It was discovered while advancing the catheter towards the heart. No ablation had occurred yet. The abdominal aneurism rupture was confirmed by an abdominal arteriogram and CT scan. A balloon angioplasty was performed and the patient was reported to be in stable condition. The patient did require hospitalization. The following day, the patient expired. The physician attributed the cause of death to the ruptured abdominal aortic aneurysm (aaa).

Manufacturer narrative:
(B)(4) it was reported that a 65 year old male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. During the procedure, an abdominal aneurism rupture was noticed as the patient complained of abdominal pain and the patient¿s blood pressure dropped. It was discovered while advancing the catheter towards the heart. No ablation had occurred yet. The abdominal aneurism rupture was confirmed by an abdominal arteriogram and CT scan. A balloon angioplasty was performed and the patient was reported to be in stable condition. The patient did require hospitalization. The following day, the patient expired. The physician attributed the cause of death to the ruptured abdominal aortic aneurysm (aaa). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vessel perforation and patient death remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.